Event description:
During resection of the bowel, the ta 4548s stapler did not fire on the bowel to occlude the section of bowel. The surgeon's note from the discharge summary was that the linear staple used to dividing distally did not fire properly and as a matter of fact, no staples were deployed and the patient subsequently required a hand sewn anastomosis at above 5 or 6 cm. This was able to be successfully done, but upon checking, there was evidence of it being not airtight and therefore a protective diverting colostomy was done proximally, namely a loop colostomy. The patient's postoperative course, however, was entirely smooth and without difficulty.